Manufacturer narrative:
Results - a cartridge lot number search was performed and no similar complaint found. A foam tip plunger lot number search was performed and no similar complaint found.

Event description:
The reporter stated, the technician had a problem loading the collamer single piece lens using the sfc-25 fp cartridge and the ftp indigo foam tip plunger. There was no pt contact. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwach will be sent.